Event description:
It was reported that, "patient routine visit had x-ray taken, felt mild pain. X-ray showed screw had backed out."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.